Event description:
During evaluation of a homechoice (hc), the baxter product analysis laboratory determined the device failed the therapy monitored volume performance specification. No allegations were made against any of the patient's dialysis products. No injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device evaluation is in progress, but not yet completed. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). The homechoice was evaluated by the product analysis lab. The assignable cause of the returned instrument test/evaluation failure was determined to be deteriorated piston foam. Review of the homechoice service history reveals no issues that may have contributed to the returned instrument test/evaluation failure. The baxter has conducted a trend review and found that similar reports have been received for the reported problem and will continue to monitor this product line and take corrective/preventive action as appropriate.